Event description:
A complaint was received regarding a primary plumset, pe lined tubing, 107 inch that experienced leakage. It was stated in the report that there was a leakage even when the vent cover is properly sealed. There is two quantities affected and samples are returning for investigation. There was patient involvement but no patient harm. Event was noted during infusion. And the set was connected to an extended filter.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Manufacturer narrative:
Device received on 7/22/2025. Investigation summary: received one (1) used. Bag spike adapter with spiros attached to one (1) used. List #142480489, primary plumset. With one (1) used. List #unknown, stopcock and one (1) used 500 ml intravenous bag connected to one (1) used clave bag spike with one (1) used bag spike adapter with spiros connected to one (1) used. List #142480489, primary plumset. As received, the two (2) sample's filters were wetted out. No other damage or anomalies noted. The two (2) sets were leak tested per specifications and leakage was observed on two (2) sets. The complaint of a leakage from vent port can be confirmed on two (2) sets. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.